Event description:
This MDR is being filed for a hospitalization that was reported during a follow up on another complaint. The peritoneal dialysis (pd) pt called tech support regarding a "pt line blocked" alarm and was requesting a replacement cycler. During the review of the treatment data, it was determined that a large drain 1 occurred, 5120ml. Treatment data provided below: drain 0: 113ml, fill 1: 2506ml, drain 1 5120ml; fill 2: 2496ml, drain 2: 3332ml; fill3: 2496ml, drain 3: 2923ml; fill 4: 2496ml, drain 4: 2871 ml; fill 5: 1999ml, no last drain. Additionally, during the tech support call, the pt stated she was in the hospital for 4 days (admitted on (b)(76) 2013), due to fluid around her lungs which could be related to the use of the cycler. The pt's secondary pd rn stated that she continues with the ccpd program in stable condition. She could not confirm the pt's hospitalization or diagnosis. A request for additional information has been made. This MDR includes all information provided to date.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal volume drain occurred in drain 1 following the prescribed fill 1 with an undetermined cause. The peritoneal cycler (plant investigation) is anticipated and a supplemental report will be submitted upon completion of the device and clinical investigations.